Event description:
Equipment failure: the insertion needle used for stomach puncture for peg would not let the wire advance through. A second kit was obtained to complete procedure without incident. No harm to patient noted.device #1is this a laboratory device or laboratory test?no.